Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Patient was implanted with four (4) zipfix implants on an unspecified date. Patient was returned to the o.r on (B)(6) 2013 for revision surgery. Reportedly all four (4) implanted zipfix implants broke post-operatively. The broken zipfix implants were removed and the patient was revised to wire and three (3) new zipfix implants for reclosure. Subsequently, one zipfix implant popped open during the revision surgery and was removed. The outcome was unspecified. Three of the five suspect zipfix implants were retained by the hospital. This report is for the four (4) zipfix implants that broke post-operatively. This is 1 of 2 reports for the same event.